Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4.

Event description:
The screw base is not formed, but only a round hole in the screw head instead of stardriveno patient involvement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the inner coaxial hole does not align correct. This is a known issues and further investigation performed by the manufacturer identified the following: note: following investigation was performed by the physical manufacturer mezzovico. The visual inspection performed on the returned items showed that the hexagon recess is completely formed and conforming but an issue on the coaxiality of the cannulation has been observed. The reinspection confirmed the non-conformance of the returned item: the coaxiality of the cannulation is out of specification. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the cannscr 3.5 self-drill l38/12 tan light would contributed to the complained device issue. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history part number: 405.138, lot number: 4188p28, manufacturing site: mezzovico, release to warehouse date: 28 jan 2023, a manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.